Manufacturer narrative:
The reported inability to establish communication was confirmed and was due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that when a patient was presented for follow-up, interrogation attempts using programmer were unsuccessful. Physician suspected premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.